Event description:
It was reported that this electrode delivered inappropriate shock therapy while the patient was standing outside. It was noted the patient was not performing a specific action while the shock occurred, although they may have been shivering slightly due to cold weather. In clinic troubleshooting was performed, and only myopotentials could be provoked, which was noted to be dissimilar to the episode artifacts. The physician suspected a sense b issue and reprogrammed the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) to secondary vector. X-ray imaging was also obtained but was unremarkable/showed no visible signs of electrode fracture. This electrode remains in service, and no adverse patient effects were reported.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered inappropriate shock therapy while the patient was standing outside. It was noted the patient was not performing a specific action while the shock occurred, although they may have been shivering slightly due to cold weather. In clinic troubleshooting was performed, and only myopotentials could be provoked, which was noted to be dissimilar to the episode artifacts. The physician suspected a sense b issue and reprogrammed the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) to secondary vector. X-ray imaging was also obtained but was unremarkable/showed no visible signs of electrode fracture. This electrode remains in service, and no adverse patient effects were reported. Technical services was consulted and confirmed the noise that led to inappropriate shock therapy seemed to be more movement artefacts/myopotentials. X-ray images were also reviewed and showed no macroscopic changes related electrode integrity. Reprogramming options were provided, and closer monitoring via the latitude remote patient monitoring system was recommended.